Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of over 500 mg/dl at time of incident. Customer¿s other blood glucose value was 600 mg/dl. The customer was treated with manual injection, bolus and insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with insulin injection and insulin drip. Customer kept vomiting. The insulin pump will not be returned for analysis.